Manufacturer narrative:
The explanted device was not returned to bsn for analysis as it was discarded by the medical facility.

Event description:
A report was received that the patient's lead had migrated. During the lead revision procedure, it was discovered that one of the leads was fractured from a previous car accident that the patient had been involved in. The fractured lead was explanted, and a new lead was implanted. The patient was reportedly doing well.